Manufacturer narrative:
The product was not returned. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Information was provided that a qualified cartridge and viscoelastic were used. The handpiece information was not provided. Without the handpiece information, it is not possible to determine if a qualified product combination was used. Based on information provided on the completed questionnaire, the root cause of the reported complaint was determined to be unrelated to the lens. The event was indicated to be bilateral. The cause of this outcome was explained by the doctor to be the "patient¿s pupils did not work well with iol". The lens was removed and replaced. The replacement lens model and diopter information was not provided. The doctor explained that the patient's issues have resolved after the iol exchange and the prognosis is excellent. This information also supports that the replacement lens was a better selection for this patient's anatomy and vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced glare was unable to drive at night and read at near. The patient¿s pupils did not work well with iol. The iol was exchanged in secondary procedure. The surgeon prognosis was excellent and patient was not hospitalized.

Manufacturer narrative:
This is a duplicate of manufacturer report number 1119421-2022-00007. Any additional information that is received will be reported on manufacturer report number 1119421-2022-00007. The manufacturer internal reference number is: (B)(4).